Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's battery board was removed and returned. The malfunction was duplicated and attributed to foreign material on the battery board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.